Event description:
After an afib ¿ paroxysmal procedure, it was reported the patient suffered a pericardial effusion. The physician noticed a slow drop in blood pressure. The effusion was confirmed with ice and a pericardiocentesis was immediately performed. About 55 cc of blood was removed. The patient was stable. The patient remained in the lab under observation and was transferred to the intensive-care unit. Additional information provided stated the physician believed that the very small effusion was due to the cs catheter placement. The case was completed when the patient¿s blood pressure had dropped from the 90¿s to the 70¿s. The physician used ice to check for pericardial effusion. The physician stated there was small amount of fluid that he thought it was already there at the beginning of the procedure. The physician monitored patient¿s blood pressure for approximate 30 minutes; however, patient¿s blood pressure did not recover. The physician decided to perform pericardiocentesis. About 5cc of blood was removed. Patient¿s blood pressure did not change. The physician was then wondering if it was an effusion or perhaps a reaction to the medications. Patient was then extubated and became stable. Patient was observed overnight in the hospital.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system: model #: fg-5400-00m, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Cool flow pump: model #: m-5491-02, serial #: (B)(4). Lasso catheter: model #: d-1343-02-s, lot#: 15807522l. (B)(4).

Manufacturer narrative:
(B)(4). After an afib ¿ paroxysmal procedure, it was reported the patient suffered a pericardial effusion. The physician noticed a slow drop in blood pressure. The effusion was confirmed with ice and a pericardiocentesis was immediately performed. Fifty five cc of blood was removed. The patient was stable. The patient remained in the lab under observation and was transferred to the intensive-care unit. Additional information provided stated the physician believed that the very small effusion was due to the cs catheter placement. The case was completed when the patient¿s blood pressure had dropped from the 90's to the 70¿s. The physician used ice to check for pericardial effusion. The physician stated there was small amount of fluid that he thought it was already there at the beginning of the procedure. The physician monitored patient¿s blood pressure for approximate 30 minutes however patient¿s blood pressure did not recover. The physician decided to perform pericardiocentesis. Fifty five cc of blood was removed. Patient¿s blood pressure did not change. The physician was then wondering if it was an effusion or perhaps a reaction to the medications. Patient was then extubated and became stable. Patient was observed overnight in the hospital. Upon receipt, the catheter was visually inspected and it was found in normal conditions. The catheter was tested and it passed electrical, temperature and generator tests. Also deflection and irrigation test were performed and the catheter passed both tests. Further test was performed and the catheter passed eeprom test but failed calibration tests due to tip distance of x coil exceeded the specification. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. The catheter failed calcheck test due to a x coil issue; however, the root cause of the effusion remains unknown.